Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors were leaking from an unspecified location. The leak was discovered at the hospital prior to patient use. The devices were filling with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: correction: PMA/510k #. The lot was manufactured from february 25, 2019 - february 27, 2019. The actual devices were received for evaluation with fluid in their bladder. A visual inspection was performed using the naked eye found no evidence of a leak on or in any parts of the entire devices. The bag that contained the devices was dry. The outer and inner surfaces of the devices were dry. The blue winged luer cap was observed to be securely tightened without evidence of wetness or leak. Functional testing was performed by filling the devices with green colored water. After fill, the blue winged luer caps were hand tightened. The samples were monitored until the next day and no signs of leak were observed. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.